Event description:
A customer contacted beckman coulter inc., (bec) and reported that folate qc was failing with "no value" results. Customer attempted to recalibrate, but the folate calibration did not pass. The issue is associated with the access 2 immunoassay system. A customer technical support (cts) reviewed reagent carousel pack positions with customer and found that there was no folate pack onboard. It was determined that one folate reagent pack had been unloaded from the reagent carousel incorrectly without using the user interface software (sw). All other reagent packs were verified to be in the correct slot location. No patient results had been generated from this misload pack.

Manufacturer narrative:
Service was not dispatched for this event as the root cause was identified during troubleshooting. Use error is the root cause for this event. (B)(4).